Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker. The insulin pump had compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test, displacement test and rewind. Analysis was unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer returned the insulin pump for analysis.